Manufacturer narrative:
(B)(4). Initial reporter state - (B)(6). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient was at school when she started to experience symptoms of a low bg (incoherent, mumbling, disoriented). Her parents picked her up from school and took her to the emergency department. While waiting to be seen, a bg was performed which was in the 2.0s mmol/l even though the cgm displayed 5.5 mmol/l. The patient was admitted to the emergency department (ed) and treated with IV dextrose and IV fluids. Prior to treatment, the patient did not recognize her mother or the staff. Once the patient¿s bg increased, she became more responsive, coherent, nauseated and experienced a headache. The patient was admitted overnight and treated with dextrose. When her bg was 19.0 mmol/l, a 2-unit correction dose of insulin was administered, and her bg decrease to 15.0 mmol/l. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
Cmpl-(B)(4). D10: concomitant medical product - additional. H2: additional information.

Event description:
Subsequent to the initial MDR, additional information is required.